Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during a set change. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that they had a magnetic resonance imaging procedure done the morning of the call when asked if the insulin pump was not exposed to high magnetic fields. The customer did not report a motor position encoder error. The customer stated that they needed to call back to complete troubleshooting. The customer stated that they were having a low blood glucose and confirmed that they had someone to help them treat. The reported blood glucose level was 40mg/dl. The treatment for the low was not confirmed. The customer called back to continue motor error troubleshooting. The customer was able to confirm that the insulin pump was not exposed to high magnetic field since they had the insulin pump place in another room during the magnetic resonance imaging procedure. The customer stated that they were unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump had cracked reservoir tube lip.